Manufacturer narrative:
Visual analysis was performed on the returned device. The device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. The link detachment subsequently occurred during plunger retraction as the posterior needle remained in the posterior pocket. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.